Event description:
In 2005, the pt was implanted with a vented electric left assist device (lvad). It was reported by the perfusionist that the system controller had come in contact with pt's urine. Th pt has an aicd, but the aicd did not produce shock. The pt was in the bathroom running on batteries when the urine came in contact with the controller. When they returned from the bathroom they sat down at the bedside with their feet on the ground. A nurse was with them. It was planned to switch them to the power base unit (pbu). The pt's batteries and the system controller were carried in a bag. The bag which held these items were put on the night table. The pt declared that they had felt "kind of dizzy" when they left the bathroom. When the pt was swinging their legs over to lay down in the bed the lvas started alarming (audible tone and visible wrench and heart) and the pt and nurse noted that the system controller was disconnected from the lvad driveline. After reconnecting the controller to the lvad driveline (without disconnecting the power from it before hand) the alarms persisted and the pump (lvad) did not restart. The perfusionist tried to switch to the pbu, without any success. In the course of this event the pt was hand pumped and finally switched to pneumatic backup using a stroke volume limiter and drive console. X-rays were taken of the driveline and it was visually inspected showing no damage internally or externally. The MFR spoke with the perfusionist and it was discussed whether the device could be repaired/restarted, had to be replaced or should the pt be transplanted. Additional troubleshooting was performed without success. The pt was successfully transplanted in 2005.